Event description:
Patient having rotator cuff repair. Non-disposable gun for smart stitch, small screw found missing out of the gun during surgery - open incision. X-rays of patient's shoulder did not find screw. Staff unsure if screw was missing prior to start of surgery.